Manufacturer narrative:
Device evaluation: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st, 2nd and 3rd distal stent segments with struts raised, bunched and overlapping. Deformation was evident to the distal tip, tip appeared to be stubbed. The inner lumen patency was verified. (B)(4).

Event description:
It was reported that the physician was attempting to use a endeavor sprint stent to treat a moderately calcified and moderately tortuous mid diagonal branch lesion exhibiting 90% stenosis. No damage to device packaging and no issues noted removing the device from the hoop tray. The device was inspected and negative prep performed with no issues noted. The lesion was pre-dilated. Resistance was noted when advancing to the lesion and excessive force was not used. During the procedure, the stent would not cross the target lesion. The procedure was completed with another device and no patient injury reported analysis of returned device showed stent deformation.